Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, after performing a navigated spin on the imaging system. The scan would not transfer to the navigation system and was not marked as a navigated spin. Connection between the imaging system and navigation system was confirmed in green status. The site elected to proceed without medtronic imaging and use tracer registration with the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.